Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a hardware error on (B)(6) 2014. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device's exterior was visually inspected and no defect was found. Functional testing could not be performed because of moisture damage. The customer complaint could not be confirmed.